Event description:
It was reported that a novum iq large volume pump displayed on motor stall errors 7 times in log during delivery in the emergency room. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "motor stall errors 7 times in log" was not reproduced. A review of the event history log revealed "monitor motor stall error!" Messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was found fluid residue in the tubing channel. The mechanism required to be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.